Event description:
During check of the tpn IV line the rn noted leaking at the 0.2 micron filter vent. This is an ongoing event with over 45 similar event in the last 12 months. IV set removed and exchange with new set. IV set sent to biomedical eng for evaluation and reporting. Biomedical included this even into a running log to provide to manufacturer. Manufacturer response for IV set, y-site, 0.2 micron filter, primary plum set (per site reporter). This occurrence is an on-going issue lasting over 12 months with the leaking 0.2 micron tpn filter. Medical center working directly with manufacturer to resolve. Over 45 similar events logged. 4 medwatch reports and over 15 samples sent back to manufacturer for analysis and root cause. Manufacturer unable to resolve issue at this time. Interim measures are to ship in different lot numbers and increase IV line inspections for additional leaking at in line filter.